Manufacturer narrative:
Sections with additional information as of 07-jul-2020: h6: updated FDA's method and result codes. H10: ketone test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by packaging and no abnormalities observed.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Most likely underlying root cause: (B)(4): there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call to ensure the customer's initial concern was resolved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for label limitation instructions on true plus ketone strips. Customer is taking medication that will possibly interfere and give a false result. Customer saw statement after opening package. Unable to verify if customer used the product or not. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The ketone strip lot manufacturer¿s expiration date is 04/21/2021 and open vial date is undisclosed.